Event description:
It was reported to boston scientific that the sterile package seal is broken. The reported event was found during unpacking. When preparing the device for return, the shipping person sustained a finger stick/minor abrasion from the trochar that was in the package. The shipping person did not require any form of medical intervention other than a band aid being applied.

Manufacturer narrative:
Customer report of the sterile package seal being broken is confirmed. The most probable cause appears to be that the protective flag between the metal cannula and trocar was dislodged during handling of the packaged device. The trocar was able to move distally after the protective flag was dislodged allowing it to puncture through the side of the catheter and through the mylar side of the pouch.